Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with battery tube threads cracked. The motor was tested outside of the device and it passed.

Event description:
Customer reported that he had low blood glucose; stated that his insulin pump drive support cap has come out a couple of times and he has pushed it back in. Nothing further was reported.